Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar and gastric ulcer are known complications of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient was hospitalized for a peg-j tubing replacement. During the gastroscopy to remove the tubing, a gastric ulcer was discovered in the gastric knee by decubitus of the j-tube. A bezoar at the end of the j-tube was also discovered. A dilation of over 10 cm of the intestinal loop was observed. The peg-j tubing was removed, and only a peg tube was placed until the gastric ulcer heals. A biopsy was taken from the ulcerated area, with results unknown. The patient was treated with omeprazole 40 mg. The patient was admitted to the hospital after the surgery, and the patient subsequently experienced nausea. A CT scan was scheduled to assess the extent of the intestinal dilation. On (B)(6) 2020, the patient reported that the nausea and abdominal discomfort caused by the ulcer had resolved.